Manufacturer narrative:
Additional information: annex d codes added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per position specification, but due to distal stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the 1st distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel due to dried hardened blood/contrast in the guidewire lumen. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Still image evaluation summary: two images were provided for still image review. The first image provided shows the distal section of a resolute integrity device, with stent still on the balloon. Stent strut appears deformed at the distal end. The second image shows a resolute integrity shelf carton. Lot number printed on the shelf carton matches reported lot: 0010572844. If information is provided in the future, a supplemental report will be issued.

Event description:
It was intended to use a resolute integrity des stent system (3.0x15mm) to treat a mildly tortuous, mildly calcified lesion, presenting 90% of stenosis in the proximal lad. It was reported that there was no damage noted to the packaging and no issues were identified when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues noted and the lesion was pre-dilated. It was reported that the device did not pass through a previously-deployed stent. Resistance was encountered while advancing the device, no excessive force was used during the delivery of the resolute integrity des stent system. It was reported that stent deformation occurred in vivo during positioning / advancement of the device and it was found that there was an eversion stent wire at the tip of the stent. The physician did not complete the procedure. The patient is alive with no injury.